Event description:
It was reported to philips that there was a temporary startup failure on host computer on a allura xper fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service provided information, no hardware replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).